Event description:
Biomedical technician reported the preventative maintenance (pm) was being perfomred on this baxter reserve osmosis machine. One of the steps of the pm is to turn the water off to make sure the device alarms. When the water was turned off there was no alarm indicating low and/or no water source. Since this event occurred during routine service, there was no pt injury and no medical intervention.